Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of the image taking time to display was not confirmed. In addition to the findings in b5, evaluation found: minor dust inside the unit, a deformed thread of top cover, and a noisy power switch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus field service engineer reported (on behalf of the customer) that it takes time to display the image when using the video system center. The issue occurred during maintenance. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: no image due to a faulty circuit board. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of no image being displayed on the monitor screen with the 150 series scope could not be identified. However, it¿s likely the cause is related to a faulty printed circuit board. Olympus will continue to monitor field performance for this device.